Event description:
It was reported that, "an aviator quick turn screwdriver was utilized to insert a variable self drilling screw. The tip of the draw rod fractured inside the screw that was being inserted. The screw was removed and replaced with another screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.